Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. A visual inspection found a damaged dso seal. During the functional testing, the customer reported issue was unable to be confirmed. No device problem was found. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that "the mini usb connector is broken". There was unknown patient involvement and unknown patient harm/adverse event reported.